Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned foranalysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent sensing. This could possibly due to micro dislodgement as stated by the physician. This ra lead was abandoned surgically and a new lead was replaced. No additional adverse patient effects were reported.